Manufacturer narrative:
This event does not meet criteria as a reportable serious injury based on the information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. The surgeon evaluated the reported device as a single-use product and therefore not the cause of the reported event endophthalmitis. The symptom was mild and the patient was recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced endophthalmitis after a vitrectomy procedure. The physician indicated a high possibility of aseptic endophthalmitis was suspected, however an infection was obvious. Additional information was requested; however, none has been received to date.